Event description:
It was reported that the irrigation port was broken from the black handle of the recanalization catheter. There was no pt involvement. Another catheter was used to perform the procedure.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfxk0320, for this issue. The sample was returned and the edges of the y-corrector break were jagged, indicating that the break was no clean and the excessive force likely contributed to the break. Based on the condition in which the sample was returned, the investigation is confirmed for a loss in bond between the wing and the knob assembly and broken y-connector. It is unk when the loss in bond between the wing and the knob assembly occured or the break in the y-connector. It is possible that the user removed the catheter from the packaging hoop by pulling up vertically on the knob assembly instead of removing it by twisting the wing/knob assembly per the IFU. The root cause is not likely mfg related as all catheters are flushed with air 100% prior to packaging and the y-connector is verified for air leakage. The current IFU (instructions for use) states: set up: back the ridge portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion.